Event description:
The user facility reported that a system 1e processor hose was leaking at the uv outlet connection. No injuries, procedural delays, cancellations or property damage were reported.

Manufacturer narrative:
The hose subject of the reported event was sent back to steris for evaluation and no leaks were noted. The hose was installed on an operational system 1e and test cycles were run; cycles completed successfully and no leaks were noted.

Manufacturer narrative:
A steris service technician inspected the unit and found no evidence of leaking. The technician replaced the hose and fitting as a precaution, tested the unit and returned it to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.